Manufacturer narrative:
The parent record was determined to be a duplicate of (B)(4) and was created in error. Reporting is no longer applicable for this record. Please reference (B)(4) as it contains the most current information available. Closing duplicate case.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited a power supply malfunction. There was no reported patient involvement.